Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to clinic for routine follow-up, device could not be interrogated. During intermittent contact, device was found to be in back-up vvi mode. Patient did not receive any alert. During two months before follow-up, longevity was 1.7 years. Telemetry tests were unsuccessful. Device was explanted and replaced. Patient's condition was good post-procedure.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and no anomaly was found. The original battery was returned to the manufacturer for further analysis and no anomaly was found. The cause of the low battery voltage could not be determined.